Event description:
Caller states customer had low blood glucose symptoms with a result of 310 mg/dl obtained on the aviva system. Paramedics arrived approximately 20 minutes later; customer tested 42 mg/dl on professional meter and was treated with glucose. Customer was taken to the hospital and tested 188 mg/dl on hospital meter; she was given an IV (contents unknown), and sent home 3 hours later after testing 100 mg/dl on aviva system and 105 mg/dl on hospital meter. Low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.